Event description:
It was reported the patient's blood glucose level rose up to 337 mg/dl while wearing the pod between 25 and 36 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data returned an alarm indicating an occlusion during the run. Timeouts were observed towards the end of the run, but no drive stalls were observed. The device was reset and connected to a master pdm and asked to deliver a 5u bolus. The rerun of the device did not replicate the timeouts. The fluid path was tested and no occlusions were observed. The exact cause of the occlusion alarm could not be determined. No other damages or deficiencies were observed during the investigation.